Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of burn marks inside the mother board, when pushing the cycle button does not turn on and unit was smelling like fire. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of burn marks inside the mother board, when pushing the cycle button does not turn on and unit was smelling like fire. There was no report of patient harm or injury. There was no report of medical intervention. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation pil confirmed that the device the complaint of " does not turn on keep going back to main screen" possibly due to the thermal event. Pil performed an external and internal inspection of the device and observed the following: widespread white dust-like contamination across multiple internal components, including the iso port, heater plate, blower motor, blower box, seals, water tank, and bottom enclosure. Evidence of potential mineral deposits and corrosion on the iso port, pca, blower components, and bottom enclosure suggests possible water ingress within the device. Additionally, signs of possible thermal events were observed on the pca (notably at q2 and q3) and beneath the ui panel. Overall, the contamination and damage appear consistent with exposure to external environmental factors, with the most likely source of contamination originating outside the device. Pil observed 32 errors were logged like error 15 (err_cycle_handler_overrun), error 30 (err_motor_spinup_flux_high), error 53 (err_comp_log_sem_timeout), error 170 (err_bt_reset_tx), error 203 (err_rtos_no_message_available), lastly, unit sent back to the customer. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.